Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. A small hairline crack was found on the distal end of the main tube right above the tube extension. The cracks were roughly .2435 in length. Electrical continuity testing was performed and passed. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that after a da vinci si surgical procedure a 1/4 inch crack on the shaft near the orange part of a monopolar curved scissors instrument was found. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.